Manufacturer narrative:
The patient was born on an unspecified date in 1969. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as poor environment/source of water. Three days after onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Fourteen days after hospital admission, antibiotic treatment was discontinued and the patient recovered from the event. Therapies were maintained. No additional information is available.